Event description:
In (B)(6) 2022 the user went to the clinic because the coil was extruded which led to an infection. The ent team decided to remove the device which was done in february 2023. Antibiotic treatment was prescribed after the device was removed. They will wait for the wound to heal and then consider the options for a hearing solution.

Manufacturer narrative:
Conclusions: device investigations of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, according to the information received from the field the device was explanted due to an extrusion of the device through the skin and infection. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. Damages found during device investigation are most likely related to the explantation surgery. The user was not re-implanted at this time. This is a final report.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an extrusion of the device through the skin and infection. . A review of the devices sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. The explanted device has not been received for investigation yet.

Event description:
In (B)(6) 2022 the user went to the clinic because the coil was extruded which led to an infection. The ent team decided to remove the device which was done in (B)(6) 2023. Antibiotic treatment was prescribed after the device was removed. Despite being requested the device has not been returned for investigation as of (B)(6) 2023.

Event description:
In (B)(6) 2022 the user went to the clinic because the coil was extruded which led to an infection. The ent team decided to removed the device which was done in (B)(6) 2023. Antibiotic treatment was prescribed after the device was removed.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.